Event description:
According to the reporter, 2 days post-operative of a robotic ventral retro rectus hernia repair, where the device was applied on the posterior rectus sheath, the patient had abdominal pain and distention. The following day, the patient had a CT scan that showed bowel obstruction. The mesh migrated through peritoneum to the bowel. After a week, the patient came back to the hospital for partial bowel resection to have the affected bowel resected. The patient was hospitalized for a couple of days.

Manufacturer narrative:
Evaluation summary: one device was returned for investigation. As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with qa specifications for all product lots prior release to market. The visual examination of the provided picture shows that, the picture zooms on a part of the viscera (bowel?). Blue textile is placed around. The picture seems to be taken during the surgery. The quality of the picture cannot tell us more about the incident reported. The reported condition could not be confirmed. The reported information is too limited to determine the root cause or most probable cause of the reported incident and/or to determine if the incident is associated with a manufacturing or component discrepancy. The reported migration is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product instructions for use(IFU) which accompanies each device states in chapter ¿possible complications¿ that ¿the reported complications arising from abdominal wall reconstruction with any synthetic mesh may be seen after progrip¿ self-gripping polyester mesh has been implanted: hematoma, seroma, adhesion, infection, fistula, chronic pain, inflammation, recurrence, allergic reaction to the components of the product and urinary retention (which may occur with the use of anesthetics). Previous experience with mesh implants, in the indication, establishes that the following events may occur: shrinkage, dislocation or migration (which may induce pain and/or recurrence), and erosion (which may induce inflammation)¿. A search for like/similar events could not been performed as the lot number and/or the product reference were not provided. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of a robotic ventral retro rectus hernia repair, where the device was applied on the posterior rectus sheath, the mesh migrated through peritoneum to the bowel. The affected bowel was resected.